Event description:
It was reported that the patient received a result of 163 mg/dl on the guide system and he was experiencing hyperglycemia. The patient had symptoms of "fading" and a family member took him to the hospital. The blood glucose result at the hospital was 268 mg/dl at an unknown time. The patient was treated with an unknown IV and diabetic medications. The patient was hospitalized for 6 days. Return of the suspect device was requested for evaluation.